Manufacturer narrative:
It was also reported that the patient experienced an extrusion of receiver/stimulator.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to improper placement of the electrode array and loss of electrode function. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.